Manufacturer narrative:
Two photos were returned for evaluation. An inspection of the photos revealed that the syringe appeared activated and the needle was retracted. As previously reported, a review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that a premature plunger rod collapse may have occurred. This could potentially happen when a plunger rod is depressed hard during administration of a viscose drug which could prematurely activates the safety mechanism. A sample was not returned for evaluation.

Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided . In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while a consumer was using a 25 g x 1 in. Bd integra 3 ml syringe with detachable needle for a testosterone injection, the needle broke off in his thigh. The consumer went to an emergency department where he was evaluated and received four x-rays. The x-rays did not visualized the needle and there were no further medical interventions reported by the consumer.